Event description:
On (B)(6) 2015, a dental professional informed 3m of a patient who required endodontic treatment. This patient had a 3m espe lava ultimate cad/cam restorative for ts150 crown placed on tooth 18 on (B)(6) 2014. The endodontic treatment was performed on (B)(6) 2015. No other details on tooth health history, symptoms experienced or patient outcome were made available to 3m. As such, the role that the 3m products may or may not have played in the reported endodontic events is unclear.